Event description:
It was reported that the patient presented in clinic for follow up. Upon review, premature battery depletion was observed on its leadless pacemaker. No intervention was performed. The patient condition was stable.

Event description:
New information received indicated that the leadless pacemaker reached its recommended replacement time (rrt) prematurely. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Reported event of premature discharge of battery was confirmed. Visual inspection found no anomaly on the helix. The helix length was within specification. Device was at eri when received. A longevity calculation was performed and found the battery depletion was premature. Further analysis performed using sem (scanning electron microscopy) on the hybrid indicated a metal migration anomaly occurred, which resulted in premature battery depletion of the device.